Event description:
It was reported that the patient had a loss of therapeutic effect and started peeing the night before the report. The patient was peeing during the night and had difficulty getting to the bathroom in time. The patient stated this had not "happened in years" and there was no stimulation sensation. The patient stated that she initially felt stimulation, but she became "used" to the sensation and did not notice it anymore. The patient did not feel anything at the time of the report and it had been that way for "a while." It was also reported that at the time of the report, the patient was being treated for a urinary tract infection (uti) and that she got kidney infections "frequently" because she was diabetic. The patient also stated she had a gastric bypass surgery and had lost about (B)(6). After the patient got her programmer working, she was able to confirm that the device was turned on and raised the stimulation to 1.05 volts. The patient felt the stimulation and it was comfortable. Additional information received on (B)(4) 2012 reported that the health care provider (hcp) had no knowledge of the situation as the patient had not been in the office in "more than four years." Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the patient did not have concerns with her device or therapy. The patient received assistance from her healthcare provider or medtronic representative. They were able to help and her concerns were resolved.

Manufacturer narrative:
Product ID 3093-28, lot # v017354, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer.(B)(4).